Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02632. It was reported the patient experienced uncomfortable stimulation. X-ray imaging found the patients t8 lead had migrated. Surgical intervention was undertaken wherein both of the patients leads were explanted and replaced to address the issue.